Event description:
Implant fracture.

Manufacturer narrative:
Implant region 44 fractured. Construction was a bridge placed on implants. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant and patient related bruxism.

Event description:
Implant fracture.